Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty (ptca) was performed on a lesion with a significant bend, located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 32 x 3.50 promus elite was advanced, but could not cross the lesion. The device was removed, and stent damage was noted. It was noted that due to the calcified lesion, the stent became damaged. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. The promus elite ous mr 32 x 3.50mm stent delivery system (sds). A visual and microscopic examination of the crimped stent found no damage. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty (ptca) was performed on a lesion with a significant bend, located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 32 x 3.50 promus elite was advanced, but could not cross the lesion. The device was removed, and stent damage was noted. It was noted that due to the calcified lesion, the stent became damaged. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.